Event description:
Per user facility medwatch report, intracranial pressure monitor lost reference number. Read as -99 and manual reference number change was not possible. Icp had been reading 16-18 prior to problem. After machine changed; icp was 27. Device was originally sent by cutomer to codman repair department.